Event description:
Same case as MFR#: 2134265-2010-04939. It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon deflation difficulties occurred. The physician was treating two stenosed lesions located in the non-tortuous left and right common iliac arteries. A 5fr introducer sheath was inserted in the right side and a 4fr introducer sheath was inserted in the left side. A 200cm v18 guide wire was inserted in each side to facilitate the advancement of the balloon catheters. Two 8.0 x 40/135 (4f) sterling balloon catheters were used to treat the lesions, one catheter on each side of the iliac bifurcation using kissing balloon technique. There were no difficulties reaching or crossing the lesion with either balloon catheter. Once across the lesions, the balloon catheters were inflated with a 50:50 mixture of contrast and sodium chloride using a 20ml syringe. The balloons were then only partially deflated by the physician, repositioned, and inflated again. This was done two or three times. The balloons were inflated for a maximum of 10 seconds without difficulty. When an attempt was then made to deflate the balloons, neither one deflated. The balloon catheter treating the right iliac eventually became almost completely deflated. An attempt was made to withdraw the catheter through the 5fr sheath, however, it became stuck. When an attempt was made to pull the catheter through the sheath further, the distal end of the catheter broke off and remained in the sheath. The introducer sheath containing the broken distal catheter end was removed from the patient. No fragments were left inside the patient. The balloon catheter treating the left iliac only deflated half way. The physician changed to a 50ml syringe, but nothing happened. An attempt was made to introduce "something" into the balloon and inflate it again, however, this was unsuccessful. Fluid was not entering or leaving the balloon. The patient started to experience "a lot of pain" at this point. The physician decided to pull back the balloon catheter to the end of the 4fr sheath and puncture it with a needle, this did not work. The physician also attempted to puncture the balloon with a guide wire unsuccessfully. The physician then percutaneously punctured the balloon and removed the balloon catheter and 4fr sheath together. The procedure was considered completed with these devices. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with an unidentified introducer sheath. Magnified inspection of the distal end of the device revealed that the balloon had bunched-up. A pinhole in the balloon was located 4mm from the distal end of the bunched balloon. Magnified inspection of the shaft revealed that there were multiple sections of the shaft that were elongated/stretched. Examination of the sheath returned with the complaint device revealed that the distal end of the sheath was folded over approximately 4mm and there was a hole approximately 2.5mm long near the hub. Examination of the material surrounding the bunched balloon, pinhole, and elongated/stretched shaft did not reveal any evidence of material or manufacturing deficiencies that could have contributed to the damage. Functional testing was not possible due to the damage noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR#: 2134265-2010-04939. It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon deflation difficulties occurred. The physician was treating two stenosed lesions located in the non-tortuous left and right common iliac arteries. A 5fr introducer sheath was inserted in the right side and a 4fr introducer sheath was inserted in the left side. A 200cm v18 guide wire was inserted in each side to facilitate the advancement of the balloon catheters. Two 8.0 x 40/135 (4f) sterling balloon catheters were used to treat the lesions, one catheter on each side of the iliac bifurcation using kissing balloon technique. There were no difficulties reaching or crossing the lesion with either balloon catheter. Once across the lesions, the balloon catheters were inflated with a 50:50 mixture of contrast and sodium chloride using a 20ml syringe. The balloons were then only partially deflated by the physician, repositioned, and inflated again. This was done two or three times. The balloons were inflated for a maximum of 10 seconds without difficulty. When an attempt was then made to deflate the balloons, neither one deflated. The balloon catheter treating the right iliac eventually became almost completely deflated. An attempt was made to withdraw the catheter through the 5fr sheath, however, it became stuck. When an attempt was made to pull the catheter through the sheath further, the distal end of the catheter broke off and remained in the sheath. The introducer sheath containing the broken distal catheter end was removed from the patient. No fragments were left inside the patient. The balloon catheter treating the left iliac only deflated half way. The physician changed to a 50ml syringe, but nothing happened. An attempt was made to introduce "something" into the balloon and inflate it again, however, this was unsuccessful. Fluid was not entering or leaving the balloon. The patient started to experience "a lot of pain" at this point. The physician decided to pull back the balloon catheter to the end of the 4fr sheath and puncture it with a needle, this did not work. The physician also attempted to puncture the balloon with a guide wire unsuccessfully. The physician then percutaneously punctured the balloon and removed the balloon catheter and 4fr sheath together. The procedure was considered completed with these devices. No further patient complications were reported and the patient's status is stable.